Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni and ckmb test results from 2 different pts that were generated by the access 2 instrument. Pt a had a accu tni result of 8.24 ng/ml. The elevated accu tni result was reported out of the lab. The original sample from pt a was repeated (for accu tni) after the physician questioned the elevated accu tni result. The repeated accu tni result was <0.03 ng/ml. A corrected rpeort was sent out of the lab. Pt b had an accu tni result of 9.12 ng/ml and a ckmb result of 16.9 ng/ml. Both these results were reported out of the lab. The original sample from pt b was repeated (for accu tni and ckmb) after the physician questioned the elevated results. The repeated accu tni result was <0.03 ng/ml. The repeated ckmb result was < 0.03 ng/ml. A corrected lab report was sent out of the lab with these results. The cusotmer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.